Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter read inaccurately erratic. The patient indicated that the alleged issue started on (B) (6) 2010, at an unspecified time during the morning. The patient reported blood glucose results of "120, 161, and 145 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=20% and/or <=20 mg/dl. At an unspecified time after the alleged issue began, the patient claimed that she developed symptoms of sweating and being hyper. The patient denied that she received any treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what her last meter reading was before the symptoms developed, what date/time the last reading was obtained, and what actions the patient took based on the last meter reading. In addition, it would have been helpful to know what time the symptoms developed, and what actions the patient took before and after the symptoms started. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom of sweating which can be associated with severe hypoglycemia after the alleged issue began.